Event description:
Caller reported cartridge alarms 20 and 30. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will continue using their current pump until a replacement arrives. Technical support confirmed shipping details and instructed the customer on returning the faulty pump within 10 days. A replacement pump was sent to the customer.